Event description:
Imperial clinical study. It was reported stent fracture occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in left distal sfa extending to left proximal popliteal artery with 80% stenosis and was 100 mm long with a proximal reference vessel diameter of 6.0 mm and distal vessel diameter of 6.0 mm and was classified as tasc ii b lesion. The target lesion was treated with a direct placement of a 7.0 mm x 120 mm study stent. Following post dilation residual stenosis was 10%. On (B)(6) 2016, the subject was discharged on dual antiplatelet therapy. It was further reported that the x-ray performed on (B)(6) 2021 revealed that the referenced epic self-expanding nitinol stent had also fractured; however, on (B)(6) 2022, it was reported that the epic self-expanding nitinol stent did not fracture. The only device that fractured was the eluvia drug-eluting vascular stent. 0n (B)(6) 2021, the subject visited the hospital for study specific 60-month follow up. During the visit, x-ray was performed which revealed stent fracture (reported as dd001/stent fracture). Site has reported dd (dd001) associated with eluvia stent with serial number (B)(6). In response to stent fracture no action was taken. Per x-ray core lab dated (B)(6) 2021, mid-grade IV stent fracture with mal alignment of the components were noted in stent number 2 (epic nitinol stent). Of note, epic nitinol stent was implanted on (B)(6) 2021, to treat the stenosis noted in left popliteal artery. It was further reported that per additional 60-month x-ray core lab, the epic nitinol stent was noted with no integrity issue.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
(B)(6). It was reported stent fracture occurred. The subject was enrolled in the (B)(6) on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in left distal sfa extending to left proximal popliteal artery with 80% stenosis and was 100 mm long with a proximal reference vessel diameter of 6.0 mm and distal vessel diameter of 6.0 mm and was classified as tasc ii b lesion. The target lesion was treated with a direct placement of a 7.0 mm x 120 mm study stent. Following post dilation residual stenosis was 10%. On (B)(6)2016, the subject was discharged on dual antiplatelet therapy. 0n (B)(6), the subject visited the hospital for study specific 60-month follow up. During the visit, x-ray was performed which revealed stent fracture. In response to stent fracture no action was taken. Per x-ray core lab dated (B)(6) 2021, mid-grade IV stent fracture with mal alignment of the components were noted in stent number 2 (epic nitinol stent). Of note, epic nitinol stent was implanted on (B)(6) 2021, to treat the stenosis noted in left popliteal artery.